Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the outer layer of the catheter sheared. Vascular access was gained with antegrade approach in an obese patient. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left leg. The procedure was completed and upon removal from the patient, difficulty occurred removing the device from the sheath. After removal from the patient, the outer layer of the catheter was noted to be sheared approximately10-20cm from the distal tip. The device was still intact. There was nothing left behind in the patient. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter shaft. The device was checked for damage. Visual examination did show that the devices catheter shaft was detached from the pod and the other components were not returned. The only component that was returned was the catheter shaft. The catheter shaft did show the outer sheath peeled back as described by the customers complaint. The damage was located 16cm to 19cm on the shaft. There was also some buckling damage on the shaft at 37cm to 39cm from the tip. This damage is consistent with sheath interference. This damage can be cause by pushing, pulling and torqueing the device in the introducer sheath. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the outer layer of the catheter sheared. Vascular access was gained with antegrade approach in an obese patient. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left leg. The procedure was completed and upon removal from the patient, difficulty occurred removing the device from the sheath. After removal from the patient, the outer layer of the catheter was noted to be sheared approximately10-20cm from the distal tip. The device was still intact. There was nothing left behind in the patient. There were no patient complications and the patient's status is fine.